Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd signal wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, we confirmed that the distal body broken, the suction channel buckled, the control body corroded, the ccd driver pcb corroded, the lg cable connector corroded, the lg root brace rubber cut, the body cover grip scratched, the eog valve loosened, the r/l lock knob improper adjustment, the u/d and r/l pulley wires worn out, the ccd driver pcb defective, and the segment steel braid ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.